Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported issue during priming process and insulin flow block alarm. Troubleshooting was performed and found the alarm was insulin flow block alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the pump will be returned for analysis.